Event description:
I had lasik surgery, was told I was a perfect candidate for it and now 2 years later, my night vision is gone. I have to wear glasses to drive down the street, let alone long distances. I have halos glaring and cannot see the car tail lights in front of me. I've had to get night vision glasses which defeated the whole purpose of having lasik. And now, I cannot have any corrections due to the death of the doctor that did my surgery a year after I had it and was due for a follow up visit. I am too young to have this sort of problem when my vision at night prior to having lasik was much, much better than it is now. I could see to drive, just had to wear glasses but no glare at all. Really disappointed in this procedure even though I can see better now when it comes to. I would have assumed kept the thought I had wearing glasses than go through having a lasik and have my eyes this way now. (B)(6) 2016, (B)(6). An attorney now has all these files.